Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was deployed to the proper location and then dislodged, it was found partially into the tissue. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed to the proper location and then dislodged. The sealant was deployed partially into the tissue. There was no shallow vessel depth. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The mynxgrip vcd was used in transfemoral cerebral angiography (tfca) and used a retrograde approach. The physician achieved certification on the use of mynxgrip and has used the device several times prior to this procedure. A non-sterile mynxgrip vascular closure device 6/7 was returned for investigation. Visual inspection of the received device showed the shuttle engaged to the black handle with stopcock open. The syringe used in the procedure was returned with the device. The procedure sheath sealant and advancer tube were not returned. Visual inspection led to the conclusion that deployment of the device was fully executed. No visual damages or anomalies were observed. The distance between the proximal and distal tamp locks was measured and found within specification. The deployment mechanism could not be tested because the advance tube and sealant were not returned. Based on the information provided, the condition in which the unit was received and the nature of the complaint, the reported ¿sealant - sealant dislodged¿ could not be confirmed and the exact cause of the event cannot be determined. However, based on the information available for review and the product analysis, the event may have been attributed to incorrectly following the IFU. Per the mynxgrip IFU, which is not intended as a mitigation, step 3: remove device instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or if a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall, resulting in the reported incident. The absence of the sealant was identified however, no relationship between the reported event and the manufacturing/design process was identified. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was deployed to the proper location and then dislodged, it was found partially into the tissue. Therefore, the product was not available and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. There were no visible signs of device/package damage prior to use. The mynxgrip vessel closure unit was prepared and used in accordance with instructions for use (IFU). The advancer tuber was held in place while removing the balloon from the access site. The sealant was deployed to the proper location and then dislodged. The sealant was deployed partially into the tissue. There was no shallow vessel depth. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no vessel tortuosity. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The mynxgrip vcd used in transfemoral cerebral angiography (tfca) and used a retrograde approach. The physician achieved certification on the use of mynxgrip and has used the device several times prior to this procedure. The device will be returned for evaluation.